Event description:
Report received of blood loss. It was reported that the connections on the monitoring kit loosened at an unspecified location. This resulted in back up of blood through the system onto the patien's bedding. There were no reported adverse patient effects.